Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and the caller successfully reset it without the malfunction recurring. The customer was advised to continue using the pump and to contact technical support if any issues reoccur.